Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump took a long time to alarm upstream occlusion while running total parenteral nutrition infusion on a neonate patient in the neonatal intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not properly detect an upstream occlusion. A review of the event history log was performed and revealed upstream occlusion messages however the log cannot be used to determine if the alarm occurred properly. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.